Event description:
It was reported that the pump had reached end-of-service (eos). It had started alarming on (B)(6) when it reached its elective replacement indication (eri). The alarms then became more intense and it was found, via interrogation, that the pump had reached eos. At that time, the pump was stopped. It was reported that the pump had been non-therapeutic for a couple of years. Reportedly, something happened where the patient couldn¿t walk and was in the hospital before being transferred to a rehabilitation center. The pump had started alarming, but the patient had been unable to get a refill. After getting out, the patient got sick again. The pump had run dry and the managing physician stated that the pump was ¿probably dead already.¿ the device system had been used to deliver morphine.

Manufacturer narrative:
(B)(4).